Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire was curved and could not be inserted. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and an arrow raulerson syringe (ars) for evaluation. The guide wire was returned retracted within the advancer tube which was fully assembled with the straightener tube and end cap. The components did not show any evidence of use. Visual examination revealed the distal end of the guide wire is kinked in one location. The kink in the guide wire was observed to be in the location of the exposed guide wire section in the advancer thumb guide. The kink is consistent with the guide wire coming in contact with other components during shipping and handling. No damage or anomalies were observed on the ars. Microscopic examination confirmed the kink. No other damage to the components were observed. Both guide wire welds were full and spherical. The kink in guide wire body was located 71 mm from the distal tip. The outer diameter (od) and overall length of the guide wire were found to be within specification. Resistance was met when attempting to advance the kinked section of the guide wire through the straightener tube and through the ars. Manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. Other remarks: the report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The returned guide wire was kinked in one location towards the distal end of the guide wire. The defect observed is consistent with damage during transit. Dimensional inspection of the sample did not reveal any manufacturing related issue. A DHR review was performed and did not reveal any manufacturing related issues. Based on the observed damage and customer report, the probable cause of this issue is shipping and handling related. A conclusion code could not be found.

Event description:
The customer alleges that the guide wire was curved and could not be inserted. Another device was used to complete the procedure.